Event description:
Discordant troponin (tni ultra) results were obtained with 2 patient samples on an advia centaur xp immunoassay analyzer. The discordant results were not reported to the physicians. The initial results for both samples were above the assay range (>50 ng/ml). Both samples were diluted and re-tested on the advia centaur xp. The customer noted that "signal 1 errors " were generated by the system when the diluted samples were run on the advia centaur xp. The laboratory then re-tested the samples on a second immunoassay analyzer (an advia centaur cp), and obtained a low result for the first patient, but the sample from the second patient still gave a result of >50 ng/ml. The sample for the second patient was diluted (1:10) and re-tested again on the advia centaur cp. Corrected reports with the results from the repeat testing (on the second analyzer) were released to the physicians there were no known reports of patient treatment being altered, or delayed due to the discordant tni ultra results. There were no known reports of adverse health consequences due to the discordant tni ultra results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse noticed that the gasket for the luminometer was missing and he installed the gasket. The fse ran control materials and got acceptable results. The cause of the discordant tni ultra discordant results is unknown. No conclusions can be drawn as to what specifically caused the discordant tni ultra results. The instrument is performing according to specifications. No further evaluation of the system is required.